Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission: 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: there were call service (cs 054/cs 052) alarms observed in the black box. Ezprime steps were performed correctly with no call service alarms or other errors or warnings during the investigation. The product performed within specifications. The pump¿s cover was removed and no intermittent condition was found. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.